Manufacturer narrative:
The customer performed their own troubleshooting with the support of beckman customer technical specialist (cts) and noticed electrodes were overdue to replace every six months. The customer replaced the electrodes to resolve the issue. The customer performed system cleaning and verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results for ion selective electrode sodium (na), potassium (k) and chloride (cl) on their dxc 700 au clinical chemistry analyzer. The customer repeated the samples and results were normal. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient.